Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because contrast issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k)# is k082590.

Manufacturer narrative:
(B)(4): the meter¿s display was found to be so dim. After pa adjusted the contrast, the meter function display is good. However, a secondary issue was noted where the spc connector (con204) was found contaminated.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.